Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The femoral component was not returned for evaluation; however photographs were provided of the explanted device, allowing the reported revision to be confirmed. The photos supplied by the field were of the superior side only, and showed the two posts intact, and with bone/cement still adhered to the explanted device. The device history records were reviewed, finding no deviations or anomalies that would contribute to the reported event. Review of the complaint history found no other reports of this nature regarding the reported lot number. Review of compatibility matrix for devices used in combination found the implants to be compatible. A definitive root cause for this event cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.